Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 20, 2020. Device evaluation summary: during visual evaluation, an anomaly was observed on both views consistent with a crease/fold. A tear measuring approximately 0.3 cm was also observed within the crease/fold on the anterior view. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 500cc saline prosthesis experienced spontaneous right sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, device replacement with a new mentor smooth round moderate plus profile 500cc saline prosthesis was performed on (B)(6) 2020.